Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the arctic sun device had leaked water and in safety checked out unknown issue problem could not be reproduced, customer indicate temperature problem, not cooling and not heating.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be isolated as the reported issue was unconfirmed. The device was evaluated and the reported issue was not duplicated as device passed all testing with no issue. No repair needed. Issues were not duplicated during testing. Performed ctu calibration and device passed all applicable tests. Bmd investigation indicates that the reported issue was unconfirmed and not a manufacturing or supplier related failure therefore the DHR review not required. The reported event is unconfirmed, labeling/packaging review is not required. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the arctic sun device had leaked water and in safety checked out unknown issue problem could not be reproduced, customer indicate temperature problem, not cooling and not heating.